Manufacturer narrative:
Concomitant medical products: product ID: 8596, lot# b004461n22, implanted: (B)(6) 2003, product type: catheter. Product ID: 8598, lot# b004294n03, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was later reported that there was a possible catheter malfunction. The catheter was replaced and no catheter malfunction discovered. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that the catheter was replaced, specific problem not identified. It was noted that the patient experienced increased clonus, irritability, increased spasticity, dry heaving and arching. It was reported that the severity was moderate. It was noted that the catheter was replaced on (B)(6) 2009. It was noted that an x-ray showed a radiographically intact baclofen pump system on (B)(6) 2009. It was reported that the etiology was the entire catheter. It was noted that the event was related to the device or therapy and possibly related to the implant procedure. It was reported that the patient recovered without sequela on (B)(6) 2009. It was reported that the pump was used to infuse lioresal.